Event description:
It was reported that the ilet pump¿s front housing separated into two pieces, consistent with screen or enclosure delamination of the pump assembly. Symptoms included no clinical effects. Outcomes included no impact to the user¿s health and continued cgm use as instructed. Investigation included collection of event details and arrangement for device return and replacement. Investigation of this case revealed a hardware enclosure failure of the display/front housing consistent with delamination, aligning with a device mechanical integrity issue of the pump housing/display component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to enclosure integrity.